Event description:
It was reported that the fiber port on the back of the robot had fallen inside the rear panel. The caller had indicated that robotic cases had been moved around so the system would have been available. There was no report of any patient involved with this complaint.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and re-enforced fiber connector and verified good blue fiber connection. The system was tested and verified as ready for use.